Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on (B)(6) 2007. She later experienced severe pain and discomfort and exhibited the symptoms of a loose implant. Based on information and belief, she has also suffered loss of muscle mass. Patient cannot ambulate without assistance. There is no mention of revision surgery. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to recall.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on (B)(6), 2007. She later experienced severe pain and discomfort and exhibited the symptoms of a loose implant. Based on information and belief, she has also suffered loss of muscle mass. Patient cannot ambulate without assistance. There is no mention of revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.